Event description:
The customer reported a damaged bloodline at the joint. No additional information available. Patient injury and medical intervention were not reported for this event.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The cause of the defect was determined as incomplete seal in the subassembly. A follow-up report will be filed should any significant supplemental information become available. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.